Event description:
The facility's biomedical tech reported an infusion pump with a failure code 12:303 which occurred during biomed testing. Per the biomed, there were no incidents reported on this pump when this occurred.